Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-hospital with perforation. Pleural effusion and exit block were observed. Lead was successfully repositioned.